Event description:
It was reported that three days after completion of a da vinci-assisted sleeve gastrectomy surgical procedure, the patient allegedly experienced internal bleeding from a vessel that was cauterized with a force bipolar instrument. As a result, the patient required additional surgical intervention. On (B)(6) 2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding this event: the sleeve gastrectomy procedure was completed robotically. The surgeon indicated that he believed that the force bipolar instrument insufficiently sealed as internal bleeding was identified on post-operative day 3. The amount of blood loss is unknown. No blood transfusions were administered to the patient as a result of this issue. The patient was reported to be doing well. When asked about medical intervention administered due to the postoperative complication, it was noted that the patient underwent bariatric revision. The force bipolar instrument was inspected prior to use, and nothing out of ordinary was observed.

Manufacturer narrative:
Based on the current information provided, the causes of the customer reported failure mode and intra-operative complication cannot be determined. If additional information is received, a follow-up MDR will be submitted. Per the endowrist force bipolar user manual, the force bipolar is intended to be used with compatible systems for endoscopic manipulation of tissue, including dissection, grasping, retraction, and bipolar coagulation of tissue. The site was notified that the force bipolar instrument does not have a sealing function. No products were available to isi for failure analysis evaluation. A review of the site's system logs for the reported procedure date of (B)(6) 2021 was completed. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaints. Additionally, the force bipolar instrument used in the case has been used in subsequent procedures. An isi clinical development engineering reviewed the video provided by the site but could not confirm the allegation against the force bipolar instrument. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted sleeve gastrectomy procedure, the patient allegedly experienced post-operative internal bleeding that required bariatric revision. The surgeon indicated that a force bipolar instrument was used during the case to seal vessel(s) and claimed that the instrument did not adequately seal. The causes of the customer reported failure mode and intra-operative complication cannot be determined.